Manufacturer narrative:
Complaint investigation will be conducted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage. Surgeon did posterior lumbar decompression and fusion operation on (B)(6) 2016. However, he found pain 2 months ago. And then he went to hospital on (B)(6) 2017 to have a check, it found the screw broke. The revision operation was taken on (B)(6) 2017.

Manufacturer narrative:
The returned device was received with the shaft broken from the screw head. Optical imaging found two surface morphologies, a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw breaking cannot be positively determined. However, the fracture analysis report exhibits that two surface morphologies, a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.